Manufacturer narrative:
Correction: patient sex: this supplemental report is to correct the initially submitted report to include patient gender.

Event description:
New information received on (B)(4) 2019 indicating that the patient was brought into clinic and programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited t-wave oversensing. No intervention was performed. The patient was stable.